Manufacturer narrative:
The cobas pro c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant lipoprotein (a) gen.2 results from patient samples tested on the cobas c 503 analytical unit. The initial result was 56 mg/dl. The first repeat result was 85 mg/dl with an invalidating data flag. The second repeat result was 33 mg/dl. This repeat result was deemed correct. The third repeat result was 36 mg/dl. The fourth repeat result was 33 mg/dl. The initial result was not reported outside of the laboratory.

Manufacturer narrative:
The investigation included a review of the calibration, qc data, and preanalytical data: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The preanalytical data did not indicate any issues. The field service engineer inspected the analyzer, and no issues were found. He verified that the analyzer was perfoming according to specifications. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.